Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a mechanical issue. The device was removed and replaced. There were no patient complications.